Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400mg/dl and over. The customer had symptoms such as dry mouth and treated with insulin pump. Customer's current blood glucose value was 311mg/dl and it was 398mg/dl at that morning. Customer reported that the high blood glucose levels began on (B)(6) 2017. Customer performed troubleshoot for high readings.. There were no leaks or large air bubbles. There were no site or insulin issues. The device settings were correct. The high pressure test was performed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.